Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'not recognizing upstream occlusion' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During functional testing, 'lack of flow' was reproduced. Results for flow accuracy -7.3 was over 5%. The reported condition was verified. The cause of the condition were m2/m3 springs. The m2/m3 springs requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not recognizing occlusion and lack of flow. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.